Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently left out assessment of the fluctuating impedance values observed in the internal generator data. Relevant tests/laboratory data, correct data: follow-up report #1 inadvertently left out the list of the generator's stored impedance values. Brand name, corrected data: follow-up report #1 inadvertently left out "pulse gen mode 106". Type of device, name, corrected data: follow-up report #1 inadvertently left out "generator". Model #, corrected data: follow-up report #1 inadvertently left out "106". Serial #, corrected data: follow-up report #1 inadvertently left out "(B)(4)". Lot #, corrected data: follow-up report #1 inadvertently left out "204037". Expiration date, corrected data: follow-up report #1 inadvertently left out "01/21/2019". Unique identifier #, corrected data: follow-up report #1 inadvertently left out "(B)(4)". If implanted, give date, corrected data: follow-up report #1 inadvertently left out "(B)(6) 2017". Device manufacture data, corrected data: follow-up report #1 inadvertently left out "(B)(6) 2017".

Event description:
Review of the internal generator data's impedance history revealed that high impedance began the day following the vns implant surgery and the impedance values fluctuated greatly between high impedance and within normal limits, which is indicative of incomplete lead pin insertion.

Event description:
It was reported that a high impedance warning was observed on the patient's vns during interrogation at a clinic visit. The patient had a generator replacement due to a low battery status two months prior. It was noted that the impedance was within normal limits on the date of implant. It was reported that there had been no trauma to the area between the date of implant and the date that the high impedance was observed. Neck x-rays were performed and the physician did not observed any damage. However, it was noted that the generator was not included in the x-ray image. The patient was referred for exploratory surgery with a possible full revision based on the findings. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Tablet data was received from the physician's office and the internal generator data was reviewed by the manufacturer.